Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During a left colectomy, the subject device was used. During the procedure, the ptfe pad of the subject device was partially peeled. It was not reported that any parts of the subject device were fallen into the patient. The procedure was completed with a spare device of the same model. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00781 to provide additional information based on the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation on july 21, 2017, it was confirmed that the ptfe pad was worn and partially peeled. The device history record for the lot indicated no abnormality. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged since the user output the device in seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.